Event description:
Boston scientific received information that the lead displayed high impedances and a loss of capture. Upon explant, it was noted the lead was fractured. There was no adverse patient effects reported. The explanted lead will be returned for analysis. Upon completion, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.